Event description:
A complainant alleged the file broken in a tooth and the said tooth had to be removed. An x-ray was taken and was able to remove the tooth in the same visit. To this date the patient has fully recovered.

Manufacturer narrative:
A doctor's office alleged that a file broke in a patient's tooth and could not leave the broken file in the tooth, therefore the said tooth had to be removed. The tooth extraction was completed successfully. It was stated on (B)(6) 2021 that the patient has fully recovered. The product in the alleged incident has not been received at this time. The device history record (DHR) has been reviewed and there were no deviations from the process. A trend review was conducted and there were no previous incidents of this nature. No further investigation can be done at this time until the returned product is received. 07/19/2021: the returned product was received and sent to the manufacturer site for evaluation. The manufacturer evaluated both the retain and the returned product and the results were all in specifications.

Manufacturer narrative:
A doctor's office alleged that a file broke in a patient's tooth and could not leave the broken file in the tooth, therefore the said tooth had to be removed. The tooth extraction was completed successfully. It was stated on (B)(6) 2021 that the patient has fully recovered. The product in the alleged incident has not been received at this time. The device history record (DHR) has been reviewed and there were no deviations from the process. A trend review was conducted and there were no previous incidents of this nature. No further investigation can be done at this time until the returned product is received.

Event description:
A complainant alleged the file broken in a tooth and the said tooth had to be removed. An x-ray was taken and was able to remove the tooth in the same visit. To this date the patient has fully recovered.